Manufacturer narrative:
A boston scientific technical services consultant documented the observations and discussed the potential interaction of the minute ventilation (mv) feature causing the clinical observations. Reprogramming was performed to resolve the issues. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that atrial noise was being oversensed resulting in inappropriate atrial tachycardia response (atr) events. No adverse patient effects were reported.